Manufacturer narrative:
The investigation confirmed that false negative vitros cocm results were obtained from a cocm quality control fluid using the vitros 5,1 fs system. No assignable cause could be determined. No instrument malfunction was identified as a contributing factor, however, improper vitros cocm reagent pack handling cannot be ruled out. A root cause was not identified.

Event description:
A customer obtained multiple false negative vitros cocm (cocaine metabolite) results from a cocm quality control fluid using the vitros 5,1 fs chemistry system. The cocm positive control has an expected cocm level of 532 ng/dl and the customer uses a vitros cocm positive cutoff of 300 ng/ml. Therefore, the vitros cocm results recovered from the cocm control fluid are expected to be positive for cocm. The following vitros cocm results were obtained from three different vitros cocm reagent packs. 246.0, 243.3, 254.4, 169.6, 281.2, 283.7, 292.9 and 289.1 ng/ml. All of the results are <300 ng/ml and deemed to be negative for cocm. For patient sample result reporting, the customer only reports the qualitative vitros cocm result (positive or negative). No patient sample results were believed to have been affected as the customer did not process patient samples while unacceptable quality control results were obtained. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).